Manufacturer narrative:
There are no reported events leading up to the change in therapy and no specific cause for lead migration has been able to be identified. Migration is a known and inherent risk of implanted neuromodulation systems.

Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the thoracic nerve at the vicinity of t7-t8. In (B)(6) 2025, after using the system for more than 6 months, the patient reported reduction in pain relief. Assessment was done by the implanting physician and it was determined that one of the implanted leads had migrated and was near the t9-t10 area instead of the original t7-t8. On (B)(6) 2026 a surgical revision was completed. During the procedure the migrated lead was fully removed and a new lead and anchors were placed at the intended nerve target.